Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Torque limiting screwdriver tip would not engage assembly screw when assembling implant.